Manufacturer narrative:
The subject device was concomitantly used with otv-s190 (olympus, video system center), clv-s190 (olympus, light source), and oev261h (olympus, lcd monitor). The user reprocessed the subject device by autoclaving. This device referenced in this report has been returned to olympus for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received at a later time, this report will be supplemented.

Event description:
Olympus was informed that during an unspecified therapeutic procedure, the image of the subject device disappeared. The image recovered after the user repeatedly detached/attached the connector of the device. However, after a while, the image disappeared again. Therefore, the user replaced the subject device with ltf-s190-5 (olympus, deflectable video scope) and completed the procedure. There was no patient injury reported.